Event description:
Revision surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 0° x3 insert 36mm ID; cat # 623-00-36e; lot # rk37ya. Delta v-40 ceramic head 36/-5; cat # 6570-0-036; lot # 59089303. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.